Manufacturer narrative:
Reported event of needle detachment. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair procedure performed on (B)(6) 2014. According to the complainant, during the procedure the needle detached in the capio slim while the physician was doing the first throw to the sacrospinous ligament and confirmed that there were no parts of the device left inside the patient, the bullet was found inside the capio device. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned pelvic floor repair (pfr) kit found the dart was missing from the lead suture attached to the blue dilator. The suture was frayed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair procedure performed on (B)(6) 2014. According to the complainant, during the procedure the needle detached in the capio slim while the physician was doing the first throw to the sacrospinous ligament and confirmed that there were no parts of the device left inside the patient, the bullet was found inside the capio device. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.